Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked pump belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error and no deliver while the customer was trying to change the infusion set. The customer's blood glucose was 165 mg/dl. The caller stated that they were unable to rewind the device. The caller was advised that they could remove the battery to prevent continued alarms. The discontinuation of the device was advised. Nothing further was reported.